Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that while performing pre-use check out, they found a stuck open flow sensor diaphragm that could result in insufficient ventilation during pre-use checkout. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that this issue is insufficient ventilation due to flow sensor failure. Flow sensors are a customer replaceable item. The unit continues to ventilate and alarms remain functional. Therefore, there was no reportable malfunction.